Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.75 x 18 mm xience xpedition stent in the proximal circumflex artery. During the procedure, a dissection occurred in the 1st obtuse marginal artery. A 2.5 x 18 mm xience xpedition stent, a 2.5 x 23 mm xience xpedition stent and a 2.25 x 18 mm xience xpedition stent were implanted to treat the dissection and the dissection resolved on the same day. One day post procedure, the patient experienced an elevation of cardiac enzymes. No treatment was provided and the enzyme elevation resolved. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. However, there were no reported device malfunction or product deficiencies. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.